Event description:
It was reported to philips that the system was not switching on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, the fse reconnected the cables of the host pc and ippc. After reconnecting the cables, the system was returned to use in good working order.